Event description:
New information notes that during a device change out the physician noticed an insulation abrasion on the atrial lead. The physician repaired the abrasion and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient was presented to the clinic for a routine follow-up. The atrial lead exhibited noise, which resulted in inappropriate ams episodes. The patient would continue to be monitored.